Event description:
It has been discovered that impurities are seeping into the two-piece handle on the alaris pcu 8015 device. Several pump handles have been opened to reveal what appears to be remnants of food, blood and mold. This is a huge infection control risk.